Event description:
One patient treated with first lightsheer session in 2005 called the next day to report blisters (second degree burns) to the legs. Two more patients treated 8 days later reported discomfort while using the device at lower settings than normal. One of these was a bikini treatment and the other was bikini/axilla/thigh. Per the customer, only otc products were recommended for the burns.

Manufacturer narrative:
The lumenis service depot found a small spot of debris on the outside of the sapphire tip. This foreign material contamination appears to be the root cuase of the incident. The service depot cleaned the spot on the sapphire tip.